Manufacturer narrative:
UDI (di): concomitant product(s).

Event description:
It was reported that right ventricular lead exhibited high capture thresholds. The patient experienced pocket stimulation during ventricular pacing. The lead was explanted and replaced. The patient was fine post procedure.